Manufacturer narrative:
Product event summary:the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid.

Event description:
It was reported that the patient's device was unable to be interrogated and no pacing was evident on the electrocardiogram. Additionally, the device had no audible tones. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.